Event description:
It was reported that the ep shuttle generator did not give a warning message that the saline bag was empty. The nurses were aware of the saline bag status, therefore issue was addressed right away. No patient injury was reported. The biosense webster representative explained o the customer to reset the bag size to assure it counts properly, as well as to check the speed feedback between cool flow pump and the ep-shuttle generator. It seemed that the user missed to reset the pump with the new bag. According to the physician the pump was working fine.

Manufacturer narrative:
(B)(4).